Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the previous ipg revision, the lead revealed high impedance on multiple contacts. Troubleshooting was attempted to no avail. Subsequently, the physician opted to replace the lead with a different model which resolved the issue.